Event description:
Reference number (B)(4). Event occurred in the united states. On 2nd oct 2024, patient reported occlusion alarm. Troubleshooting confirmed the blockage was located in the tubing. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.